Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind test, self-test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected rewind or prime/fill anomaly noted. The device had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had problems filling the cannula. The customer's blood glucose level during the incident was 175 mg/dl. The customer reported that they were stuck in the rewind complete and bolus delivery loop. The customer was advised to hold down the act button until they receive the second series of beeps and number appear on the display. The customer stated that they did not receive the second series of beeps nor did numbers appear on the screen. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.